Event description:
Surgeon was operating during an enucleation of prostate when the loop broke inside of the patient. The broken loop resector was removed from the patient's bladder. A small piece of the instrument was unable to be collected as the surgeon visualized the piece going in to the suction collection. An extensive check of the patient's bladder was completed to ensure there was no injury or retained foreign body.